Event description:
It was reported that during the implant of the left ventricular lead, the catheter kinked due to the patient's tortuous vessel. A new catheter was then used, however, the lead dislodged when slitting the catheter. A new catheter was then used to implant the lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.